Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. Device was received with removed front enclosure. Display, leds, and reflux plug broken. Rest of the device is in a good condition. The customer stated problem was replicated. Root cause is determined to be user interface. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2008 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Actions taken include printed wiring assembly (pwa) and reflux plug will be replaced.

Event description:
Additional information received via email. No event was reported when the fluid warmer was brought into the workshop for repair. Customer has no further information on the issue. The event didn't occur as a clinical issue otherwise the trust would have raised investigation about it. It's just the machine "broken down". "Perhaps it was dropped and it resulted in the screen not working".

Manufacturer narrative:
Other text: b5. And h6. Health effects, updated.

Event description:
It was reported that the fluid warmer was faulty and needed a replacement screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.